Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The technical support team decided to replace the pump and provided instructions for the customer to allow the pump's battery to deplete before returning it. Customer reverted to an alternative method of insulin therapy.